Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the unit had been in 9 years and it would not recharge. The patient reported that he was (B)(6) and wasn't sure if he would replace it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-31. The patient reported that they were charging too frequently. The patient reported that his settings had been consistent and it worked well. The patient reported that he had not had the need to increase parameters recently. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported in (B)(6) 2017 they started having to charge more frequently than they used to, and the implantable neurostimulator (ins) wasn¿t holding a charge as long. According to the consumer they charged the ins to full and in a matter of hours or day it was totally depleted. It was confirmed the consumer hadn¿t been reprogrammed, switched to a new group, increased their parameters, or had any traumas or falls reported related to the issue. No patient symptoms were reported.